Event description:
It was reported that patient had a bad fall unknown if it was device related. The patient was admitted to the emergency room. It was also mentioned that the patient was experiencing inadequate pain relief and undesired stimulation. No further information has been obtained despite good faith efforts.